Event description:
It was reported that the patient has expired. Information learned from implant patient registry. In 2009 (through follow-up with the health-care provider), it was learned that the cause of death was malignant cardiac rhythm. He did not have an autopsy. It is unknown if the death was device related.

Manufacturer narrative:
Malignant cardiac rhythm. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow up with the health care provider, the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.